Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: IFU states detection methods in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluated. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle and switch 1 rubber. There were no reports of patient involvement.